Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the some of the keys in the keyboard were not working. The field service engineer powered down the station and reseated the keyboard universal serial bus cable to resolve the issue. The fse restarted the station and tested in the hardware test application to ensure the performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had keyboard malfunction. The customer stated that this malfunction caused a delay, since the user was able to get the medication from other station. However, there were no adverse events or injuries reported based on this event.